Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts advised it likely needs batteries, account need to supply new batteries or obtain a new unit, advised not covered under analyzer service warranty. Fse phone called on (B)(6) 2017 and provided info to the chemistry supervisor concerning the power var. The most probable cause of the reported event was a power failure.

Event description:
On (B)(6) 2017, the customer reported powervar unit is beeping with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. Ts advised it likely needs batteries, account need to supply new batteries or obtain a new unit, advised not covered under analyzer service warranty. On (B)(6) 2017 customer reports the g8's powervar is alarming. Customer has it plugged into a designated outlet and right now the g8 is not plugged into it. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.